Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of remote transmission, ventricular noise reversion episodes were noted. The patient is not ventricular pacing dependent and was asymptomatic. No additional information was reported.